Manufacturer narrative:
Additional information provided in sections h.6. And h.10. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. There was no products returned on this investigation for testing. Based on the information obtained, the root cause of the reported event is inconclusive. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic handpiece will prime and tune but would not phaco. The procedure details and patient impact was not reported.

Manufacturer narrative:
A visual assessment of the returned sample revealed a dented irrigation line. When the handpiece was connected to a calibrated breakout test box, the resistance between low electrode and high electrode was found to be out of specifications. The crystal dissipation was found to be within specifications. The returned handpiece was connected to a calibrated system. The handpiece was recognized and tuned successfully. The handpiece was then connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the handpiece to meet specifications. Disassembling the handpiece shell revealed moisture ingress within the electrode chamber. The root cause of the reported event can be attributed to moisture ingress causing a short circuit from the high electrode to ground. However, how or when moisture entered the handpiece remains inconclusive. The manufacturer internal reference number is: (B)(4).